Event description:
It was reported that the patient experienced extreme pain and bleeding one week post implantation of the neurostimulator. By the end of (B)(6) 2011, the incision still had not healed at which time the patient contacted their physician. They were told to "give it a chance to heal" but by mid-(B)(6) 2011, the device pocket was extremely swollen. She visited her physician' where she was told she had a hematoma and there was "nothing to do." Shortly after the appointment, the pocket began to ooze pus. Her physician told her the pocket would never heal and the patient was scheduled to have the device removed. Additional information was requested and a follow-up report will be sent if obtained.

Event description:
Additional information received reported that the patient had received perioperative antibiotics. The primary location of the infection was the pocket site. A culture of the site was not taken. The patient was administered oral antibiotics and the infection resolved.

Manufacturer narrative:
Lead model 3889-33, lot # v681797, implanted: (B)(6) 2011, explanted: (B)(6) 2011; programmer model 3037, serial # (B)(4).

Event description:
Additional information received from the patient reported the device was removed on (B)(6) 2011 because "it expelled my body." On (B)(6) 2011 the incision was reopened due to an infection.